Manufacturer narrative:
(B)(4) - other (bubbles in anterior chamber). Field service visited account after the vent. He performed a scheduled preventive maintenance on the system and no issues were found. System meets amo specifications.

Event description:
Flap lifted one week after il pass because of ac bubbles. Loose epi (od) noted after lifting the flaps. Not severe, but moderate.